Event description:
It was reported that an on-site representative arrived to troubleshoot a connection issue between the tower and robot. The representative first moved the blue fiber cable from one upper tower port to another and did not see any errors, and was able to deploy for docking and stow. Staff reported that error 307 had occurred when attempting to deploy for docking. The representative then moved the blue fiber cable to a lower tower connection and still did not see errors, and finally moved the cable back to the original upper port without triggering an error. The technical support engineer informed the representative that moving the blue fiber cable could have re-established solid communication between the carts and noted that this error had intermittently occurred multiple times earlier in the year. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was unable to duplicate the issue but confirmed error 31089, 180 and 307 in the logs pointing to patient cart controller (pcc) 3. The fse replaced patient side cart (psc) common compute controller (ccc) and blue fiber cable (bfc) receptacle and then moved bfc of the psc to port 3. The fse also replaced vision side cart (vsc) ccc and bfc. The fse later found that the fiber ports were labelled differently than the existing ccc and made corrections with correct labels. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.